Manufacturer narrative:
The device was returned for analysis. The reported ¿suture of the device did not come out¿ was not confirmed as not all components were returned for analysis. The guide break was confirmed. The foot retraction issue could not be tested due to the condition of the returned device. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. An additional unused sterile device was returned from the account and was inspected and functionally tested with no anomalies.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an aortic prosthesis interventional procedure. Reportedly, the suture of the proglide device did not come out. The foot was attempted to be closed but was unsuccessful. The vessel incised with a scalpel and the puncture site was enlarged in order to remove the proglide device. When the proglide device was removed, the plastic part of the device was noted to have separated from the steel part but was partially linked by metallic thread. Hemostasis in the rcfa was achieved via surgical suturing. The sutures of two new proglide devices were successfully pre-placed at a new puncture site in the left common femoral artery (lcfa). The sheath was upsized to a 12f and the aortic prosthesis procedure was completed. Hemostasis was achieved in the lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.